Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 600 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user smelled insulin around the luer lock. Tandem's technical support recommended for the user to tighten the luer lock connection. However, the user stated that they would change out all the supplies and resume insulin delivery. At the time of report, the user's bg level was 202 mg/dl.